Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead displayed high and unstable thresholds. Noise was also observed. The lead was capped and replaced. No further patient complications have been reported as a result of this event.